Event description:
Per the clinic, the patient sustained head trauma due to a fall, resulting in a hematoma and infection at the implant site (specific date not reported). The patient was initially treated with oral antibiotics for a duration of 3 months (specific date not reported). The patient was later hospitalized and received IV antibiotics for approximately 2 weeks (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.